Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient was noted as not wearing the issues arm band and was seen reaching across the bedside table with their left arm. An x-ray following the incident showed migration of the left ventricular (lv) lead. It was noted the lv lead was still in the target vessel. The lv lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.